Event description:
The switchblade scissors tip allegedly fell off intraoperatively into the abdomen of the pt. The surgeon retrieved the scissors tip from inside the pt. No other info is available at this time.